Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited a lever and right/left lever with foreign object. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable findings. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not confirm the reprocessing status due to unable to be obtained the information. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in ltf-s190-5/10 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in ltf-s190-5/10 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.